Event description:
During percutaneous intervention the operator dilated the left superficial femoral artery (sfa) and left popliteal artery. Then a stent was placed to cover the lesion in the proximal portion of the left anterior tibial artery. Then a stent was deployed extending from the proximal anterior tibia to the popliteal artery. Then a stent was to be placed to cover the sfa. Placed the stent overlapping the popliteal stent. During deployment and halfway through the unsheathing process, the sheath would not come off anymore. After unsuccessful attempts to release the stent the operator opened the device handle and manually pulled the sheath. During this process, the stent was dislodged. A short segment of the stent was separated from the rest of the stent. This was lodged very close to the distal sfa. The proximal part dislodged in the proximal sfa just distal to the bifurcation into the profunda and sfa. Pt tolerated this well and still good flow noted. Proceeded to rewire this dislodged stent and placed another stent overlapping the popliteal stent. This covered the loose segment also. Post dilated the entire part. Flow good with no problems distally. Then addressed the proximal dislodged stent by placing a stent to cover this portion. Post dilated this stent. Good result with successful re-establishment of flow to left lower extremity.